Event description:
An operator at the user facility was processing a scope in the steris system 1 and noticed that there was no fluid flowing through the device. The operator contacted steris to report that the c1610 quick connect kit used tos connect the scope to the system 1 appeared to be damaged, melted or clogged. Steris requested that the part be returned for evaluation and a replacement c1610 kit was provaided.